Manufacturer narrative:
The reagent lot number was 790382. The expiration date was provided as jul-2025. The field service engineer performed a system decontamination and ran a photomultiplier high voltage adjustment. The analyzer was working within specifications and quality controls were acceptable. The investigation could not determine a specific root cause. A general reagent issue could be excluded. The event was consistent with a maintenance issue.

Event description:
There was an allegation of questionable elecsys t4 results from the cobas e 801 analytical unit. Sample 1: the initial result was 16.7 ug/dl. The repeat result was 17.8 ug/dl. The repeat result from another cobas pro analyzer was 9.71 ug/dl. After replacing the reagent kit and recalibration, the repeat result was 10.2 ug/dl. Sample 2: the initial result was 14.7 ug/dl. The repeat result was 7.64 ug/dl.